Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of tubing detachment with an infusion set causing a high blood glucose after being in use for a little over 24 hours. Patient's blood glucose level at the time of event was reported to be 375 mg/dl and at the time of call was 247 mg/dl. As a treatment patient used insulin pen injection. The site of insertion was reported to be left side of the upper buttock. Activity leading to event was reported to be sleeping. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.